Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports; 2 related to implant loosening and 1 unrelated. Total for lot number: 3 (com-156065, com-199007, (B)(4)) complaints received by cmw in the last 12 months for this issue ¿ by product code: 116 by product family: 182 (63x smartset ghv, 119x smartset gmv). (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports; 2 related to implant loosening and 1 unrelated. Total for lot number: 3 (B)(4). Complaints received by cmw in the last 12 months for this issue: by product code: 116. By product family: 182 (63x smartset ghv, 119x smartset gmv). Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medical devices: attune cr fem lt sz 6 cem (B)(4); attune cr fb insrt sz 6 5mm (B)(4). Attorney.

Event description:
Received medical records on (B)(6) 2018. Medical records reviewed for MDR reportability. Knee revised to address instability, pain, and swelling. Revising surgeon reported that the tibial base plate component appeared loose, with debonding of the implant from the cement mantle. Stated that there was no significant cement adherent to the underside of the tibial base plate. Also indicated that the patella component had some wear on it, so it was revised, with the femur, tibial base plate, and tibial insert components. Depuy cement was used for primary. Doi: (B)(6) 2016; dor: (B)(6) 2018; (left knee).